Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head disintegrated in mouth, the plastic round head containing the bristles detached along with a small plastic spindle with a central metal pin [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age, who is a (B)(6), reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean disintegrated in his mouth after a few weeks of product use. The reporter described that the entire plastic round head containing the bristles completely detached, along with a small plastic spindle 7mm in length with a central metal pin. He stated he was able to spit out the parts. The consumer reported he had no problem during the 3 months of use with the first brush head from the pack of (B)(4), and he was currently using a third brush head. No symptoms developed.

Manufacturer narrative:
On 29-jul-2016 product investigation results: reporter returned one toothbrush head on (B)(6) 2016. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head disintegrated in mouth, the plastic round head containing the bristles detached along with a small plastic spindle with a central metal pin [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age, who is a doctor, reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean disintegrated in his mouth after a few weeks of product use. The reporter described that the entire plastic round head containing the bristles completely detached, along with a small plastic spindle 7mm in length with a central metal pin. He stated he was able to spit out the parts. The consumer reported he had no problem during the 3 months of use with the first brush head from the pack of 4, and he was currently using a third brush head. No symptoms developed.